Event description:
It was reported by service report that there is no power to the bed and the foot end cover was damaged with sharp edges. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Foot end cover. Lift sensor coil cable.